Event description:
Patient called lfs alleging that the one touch ultra meter would not power on. Patient described feeling funny during the time of concern. Patient reported visiting the physician, where a blood glucose reading of "146 mg/dl" was obtained. Patient drank orange juice prior to seeing the physician. No treatment was administered at the physician's office. The pt neither alleged harm nor experienced injury or medical intervention. The custmer service rep discovered that the battery contact was in good condition, patient was using the correct strips, battery was placed less than 1 year ago, and that the battery was correctly installed. Issue was not resolved through troubleshooting. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.